Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. A product development investigation was performed for the returned subject device (driving cap/threaded, part number 03.010.523, lot number 9645724). The 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system per the associated technique guide. The associate part drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: feb 18, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The returned instrument was examined and the complaint condition was able to be confirmed as the distal threads of the driving cap had broken off and were lodged in the returned insertion handle. The driving cap also showed signs of wear and impaction along the shaft and proximal end. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap in the insertion handle or from cross threading the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary tibial nail procedure on (B)(6) 2017, while the surgeon was using a mallet, the tip of the driving cap broke off in the insertion handle; the small piece is still stuck inside the insertion handle. There was no additional medical intervention or surgical delay. Another driving cap was used to successfully complete the surgery with successful patient outcome. Concomitant device reported: tibial nail (part number unknown, lot number unknown, quantity); mallet (part number unknown, lot number unknown, quantity 1). This report is 1 of 2 for (B)(4).